Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation. The lens was exchanged with a longer length lens. The problem was resolved.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: rotation, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: lens was returned in a micocentrifuge tube, dry and residue/debris on the product. Visual inpsection found the lens optic deformed, the lens haptic broken/bent and deformed. Dimensional inspection found the lens within specifications. Claim #: (B)(4).